Event description:
Reporter indicated a vns pt was having increased seizures in (B)(6) 2010 and (B)(6) 2011 via clinical notes rec'd to the manufacturer. The vns generator indicated 12 months of battery life remaining in (B)(6) 2011. Vns generator replacement surgery is planned as the generator is currently nearing end of service per the reporter. Attempts for further information are in progress.